Event description:
New information noted that the patient was stable before, during and after the procedure and was sent home the same day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the emergency room experiencing low heart rate and not feeling well. Interrogation of the device showed high impedance and low output for capture on the right ventricular lead. The device was reprogrammed. The lead was capped and replaced on (B)(6) 2019. No additional information was reported.